Event description:
It was reported to philips by a customer that the unit's touch panel was faulty. The unit kept operating when the issue was found. An me replaced the unit to their alternative unit possessed by the hospital to address the issue. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated by a sales representative who visited the hospital and performed a test run in the hospital's me room. He confirmed that the reported issue was reproduceable. The issue was temporarily resolved by performing calibration, but it recurred afterwards. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The removed touchscreen was received for failure analysis. The ul_lr / ur_ll resistance measurements are out of spec. Verified customer complaint of touch screen out of specification. Faults are found on this returned touchscreen.

Manufacturer narrative:
The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.